Manufacturer narrative:
The returned device was evaluated and the pdm successfully powered on. Data was able to be extracted. Data downloaded from the device indicates that a meter error 3 occurred on the last day the device was used. The pdm was found to have a non functioning bg meter board due to debris found in the meter port. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue.

Event description:
It was reported the patients blood glucose level rose to 16.2 mmol/l (291.6 mg/dl). The patient reported receiving an error when using the blood glucose meter.